Event description:
It was reported that the patient¿s glucose sensor failed and pairing to the ilet was unsuccessful, after which a caregiver was guided to pair a new freestyle libre 3 plus sensor and the sensor entered its warm-up period. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact to health or need for medical intervention. Investigation included technical troubleshooting and user education conducted by customer support. Investigation of this case revealed that the pairing issue was limited to the ilet connection, with successful pairing achieved to the replacement sensor following guidance. It was concluded that the event involved a pairing failure that was resolved through troubleshooting, with no clinical consequences.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.